Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was noted to be in backup before implant, during initial device interrogation. The device was not used. There was no patient consequences.